Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that during follow-up this pacemaker exhibited signs of noise and oversensing as the suspected result of minute ventillation (mv) sensor interference. The physician elected to reprogram the device to no longer utilize the mv sensor. No adverse patient effects were reported. This system remains in service. This device was included in the recent mv sensor signal oversensing advisory population.